Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast implant prophylactic removal to avoid injury (B)(4).

Event description:
It was reported that a hispanic/latino female patient underwent a primary breast augmentation with two 460cc mentor smooth round high profile prostheses and decided to undergo breast implant prophylactic removal postoperatively. The patient was advised by her physician that breast implants should be replaced every 10 years. Since the patient was concerned of her breast implant quality, the patient underwent bilateral removal and replacement with a 500cc mentor smooth round high profile prosthesis (left catalog #: 3503500, left serial #: (B)(4)) and a 560cc mentor smooth round high profile prosthesis (right catalog #: 3503560, right serial #: (B)(4)) on (B)(6) 2020. This report is for the right-sided prosthesis.